Event description:
It was reported that the pump refill physician felt that the pump had flipped when he last tried to fill it. The patient was scheduled for a pump revision. When the pump pocket was opened the pump was found correctly oriented, however, it was evident that the patient had rotated/flipped her pump many times which had resulted in a total twisting of her catheter and a total tear of the pump segment at the pump connection point. There was fluid, assumed to be drug/csf, in her pump pocket. The pump segment piece was removed and replaced with a new pump revision segment piece, her spinal segment was found to be patent and still delivering csf backflow once untwisted. The surgeon was confident that the spinal segment had not been compromised. The pump was secured sub-fascial to prevent the patient from "twiddling" again. The pump segment which was torn demonstrated frayed lamina and was being sent back for analysis. There was no patient injury. It was later reported that the pump was used to deliver morphine sulfate which infused at minimum rate. It had been switched to minimum rate by managing physician before surgery when he was unable to access the pump. The patient had pain and had several oral pain medications. It was unknown how the patient was following surgery.

Manufacturer narrative:
Final analysis of the returned catheter segment revealed significant twisting that may have affected infusion.

Manufacturer narrative:
Product ID 8780, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.